Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 870 mg/dl. Customer gave a correction bolus via the pump and went to the emergency room and was admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital 2 days later with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.